Event description:
It was reported that 1 day following the implant of this transcatheter bioprosthetic valve, a permanent pacemaker was implanted for an unspecified atrio-ventricular (av) block. Additional information was received that during the valve implant, right transfemoral access was used with a 6 fr and 8 fr sheath and two non-medtronic (perclose) closure devices. A 14 fr non-medtronic (cook) sheath was used and removed, then the delivery catheter system (dcs) inserted over a non-medtronic (safari) wire. Hemostasis was obtained via a non-medtronic (angioseal) closure device. The right femoral vein sheath was sutured in place and manual pressure was applied. Immediately following valve deployment, complete heart block (chb) occurred resulting in a junctional escape rhythm. Bradycardia was noted. The temporary transvenous pacemaker remained in place after the procedure. One day following the valve implant, a transthoracic echocardiogram (tte) showed mild paravalvular leak (pvl) on the anterolateral aspect of the valve. Asymptomatic acute myocardial injury secondary to the procedure was noted but required no further monitoring. It was reported that the patient presented to the pacemaker implant procedure with atrio-ventricular (av) dissociation and a small-moderate sized hematoma in the right femoral region. At the one month follow-up visit, the patient reported concern that the diastolic blood pressure was too low (average 120/50 mmhg) and a heart rate of around 50 bpm. Medication was adjusted. A possible new onset of atrial fibrillation (afib) was noted but was not confirmed. Continued routine monitoring was planned.

Manufacturer narrative:
Continuation of d10: product ID: d-evolutfx-2329 (lot: unknown); product type: 0195-heart valves; implant date n/a; explant date n/a updated: a4, b2, b3, b5, b7, d10, h6. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
Continuation of d10: product ID {d-evolutfx-2329}; product lot/serial number {unknown}; product type: {0195-heartvalves}; implant date {n/a}; explant date {n/a} medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported that 1 day following the implant of this transcatheter bioprosthetic valve, a permanent pacemaker was implanted for an unspecified atrio-ventricular (av) block.